Event description:
Pump was returned for service with note "channel a stop button does not work". Information was not provided whether or not the device was in use at the time the reported situation occurred. No patient injury has been reported. Attempts were made to obtain extra information regarding patient status, medical intervention, age of patient and the medication involved but no additional details are known.